Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient informed the csr that, on an unspecified date within the last two weeks, she obtained an alleged inaccurately high reading of ¿109 mg/dl¿ on the subject meter compared to a reading of ¿94 mg/dl¿ on another device (true metrix blood glucose monitor). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with a combination of oral medication (glimepiride; 2mg twice per day), diet and exercise and stated that she did not take any action in response to the alleged inaccurate result. The patient explained to the csr that immediately after the alleged product issue began, she experienced symptoms of ¿lightheaded, shaking and getting hot¿. The patient denied receiving any treatment for her symptoms above or beyond her usual routine of diabetes management and care. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure. The patient confirmed that she had used an approved sample site to obtain the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event whilst using the subject meter.